Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a different diopter lens and problem was resolved. Reportedly, "all is fine, patient is happy." Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +04.50/+3.0/117 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2022. The lens was reported as lens rotation not associated to a low vault and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).